Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in an 86-year-old male patient presenting with high-risk percutaneous coronary intervention (hrpci). Patient had a history of known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. During support, a right femoral hematoma developed. The repositioning sheath was in place, but no perclose device was used, so manual pressure was applied to achieve hemostasis. The patient received one unit of packed red blood cells and remained stable. The decision was made to remove the impella device. A contributing factor was the patient rolling in bed. The impella functioned at p-5, delivering 2.5 l/min as intended. The patient survived to explant. Bleeding may occur in the setting of access-site complications and the anticoagulation/purge requirements associated with impella support.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the access site adverse event was not determined due to insufficient clinical details.